Event description:
Baxter (B)(4) received a report that an infusor had a reservoir rupture toward the end of the infusion. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA. The sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.